Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a biceps tenodesis procedure the ar-1662s-1 implant system was being used. Upon using the reamer to drill the humeral head the device was not drilling efficiently, and the surgeon had to apply more pressure than usual to create the socket. Once the reamer finally started puncturing the bone and drilling, the surgeon had difficulty stopping the device fast enough. The patient came back to the surgeon a short time after the surgery complaining of pain at the surgical site. X-rays were taken and it was discovered that the reamer had drilled all the way through the cortex. The patient had to undergo a second surgery in which non arthrex plate and screws were implanted to fix the issue. Additional information obtained 10/1/2020: the original surgery date was (B)(6) 2020. The patient was seen for a follow up on (B)(6) 2020 due to pain in shoulder. An x-ray revealed a fracture on the posterior cortex. The patient was taken back to surgery on (B)(6) 2020 and a plate and screw was used to reduce an stabilize the fracture and the 5.5 swivelock was removed from the patient.